Event description:
A (B)(6) male, pt's nurse, contacted zoll customer support to report a "device disabled call for assistance" message, as well as a code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (device disabled call for assistance message/code 204) has been confirmed. The cause for the device disabled messages and code 204 is a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.